Event description:
See scanned table. The customer reported that they don't think the cannula entered the skin as there was no insertion hole and the cannula was "folded up."

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. Cannula was not bent, kinked or folded. Lot qualification records were reviewed and the product lot met all acceptance criteria.